Manufacturer narrative:
Suspect device received on july 31, 2025. Device evaluation completed on august 31, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned tissue expander. During visual analysis of the returned tissue expander, findings revealed a tear between the union of the shell and base at 10 o'clock position. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances related to the malfunction reported were identified. Although no conclusion could be reached on the cause of the tear found, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation or subsequent to implantation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
This blind unit has been created to document the implant received : manufacturer report number: 1645337-2024-02919 that could not be a ssociated with an existing complaint after performing multiple attempts to obtain additional information with no clarification received.